Manufacturer narrative:
Reported event of inappropriate or unexpected reset was confirmed. Interrogation of the device revealed the device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to power on reset (por). After the device was restored from backup vvi mode, functional testing was performed. Telemetry, impedance, pacing, sensing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode. The potential cause was not provided. High voltage therapies were disabled. Device reprogramming was attempted, but unsuccessful. The product was explanted and successfully replaced. There were no patient consequences.